Manufacturer narrative:
H10: additional narratives. Updated b5, b7, and h6 per new information received. Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly.

Event description:
It was reported that a patient with a 23mm aortic valve, underwent a valve-in-valve procedure after an implant duration of 9 years, 9 months due to degeneration, severe insufficiency, and stenosis. The patient presented with heart failure. The tavr was performed with a 23 mm transcatheter valve. According to the physician, there was no allegation that the surgical valve prematurely failed.

Event description:
It was reported that a patient with a 23mm 2700tfx aortic valve, underwent a valve-in-valve procedure after an implant duration of 9 years, 9 months due to aortic stenosis. The tavr was performed with a 23 mm 9750tfx transcatheter valve. According to the physician, there was no allegation that the surgical valve prematurely failed.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional narratives updated d4, h4, and h6 per new information received the most likely cause is patient factors, including cad and hld. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.